Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when this ventilator is plugged into the wall, the ac and battery status light emitting diodes flicker. When the ventilator is powered up after a few minutes it re-boots by itself. There was no patient involvement at the time of the incident.